Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that a travel coarse error occurred during a return order service. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Evice evaluation: we received one pump in good condition with no appearance of physical damage. Check clutch error was found during occlusion test. The lead screw, left and right clutch were not operating as intended due to customer use. The combination of the lead screw and both clutch halves were found old, dirty and worn out due to normal use. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue in the investigation.